Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient outcome was not reported. A revision surgery is scheduled for (B)(6) 2019. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.